Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this lead dislodged 1 month after the implantation. The patient was hospitalized and the lead was successfully repositioned on (B)(6), 2014. No adverse patient side effects were reported.